Event description:
It was reported that four patients had bowel obstruction and/or perforation of the bowel associated with the leads. Outcome was unknown. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: previous two medwatches were submitted in error as events were previously reported. Medwatches are being redacted as they were duplicate medwatches of the following manufacturing reports: 6000032-2012-00150, 6000032-2012-00148, 2182207-2008-06713, and 3004209178-2008-04926.

Manufacturer narrative:
No addtional information. Notify date should be changed from 2014-02-24 to 2010-06-21.